Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Air was observed in the dialyzer during a routine hemodialysis treatment. Air continued to form upon removal attempts. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was reported.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as air was visible in circuit. The source of air was not apparent to the operator and the disposable cartridge was not available for evaluation. The nxstage system one cycler is being evaluated at the time of this report. The exact cause of the air could not be determined. The user's guide provides adequate instructions for performing air recovery procedures. A direct correlation between nxstage system one and the reported blood loss cannot be established. A follow up report will be submitted upon completion of the cycler evaluation. Facility staff has been notified. Nxstage medical considers this report closed. No additional in will be provided.